Event description:
Patient was revised to address increased blood metal ions. Calcar erosion seen on x-rays and during revision surgery. Extensive osteolysis and bone loss was seen during revision surgery extending from calcar posteriorly into greater trochanter. Aspirate brown/black in colour indicating metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations, with an exception of the two screws. There were one other report for each found. These were for unrelated issues. Repeated attempts to obtain the complaint samples and or matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.